Event description:
Shock was delivered after the medical examination. Noise was identified when the patient was checked again, detection was turned off on the spot and the patient was immediately admitted to hospital. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.